Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that multiple, intermittent altitude alarms occurred. Customer changed the cartridge and the alarm reoccurred. Reportedly, the customer was not outside of the labeled operating altitude range when the alarms occurred. Blood glucose (bg) was 800 mg/dl; ketones level was high. Customer was feeling ill and went into diabetic ketoacidosis (dka). Customer went to the emergency room (ER) and was admitted to the hospital. Insulin injection was administered. Elevated bg/dka were resolved. Customer was discharged from the hospital on (B)(6) 2019 without any permanent injury. Customer reverted to using manual injections for insulin therapy.